Event description:
It was reported that the external pulse generator (epg) had a broken and cracked connector. The epg was returned for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the patient connector was broken. It was also noted that the lower case was broken, the ring covers and bails were missing, the battery contacts were contaminated and there was a little residue of corrosion on the lower case and flex tape. (B)(4).